Manufacturer narrative:
Siemens healthcare diagnostics has identified an issue with patient demographic information sent to the lis from the advia centaur®/advia centaur® xp immunoassay systems. Siemens has confirmed that under extremely rare circumstances patient demographic data from the previous order received from the lis is merged with the next order. This issue can occur when the lis data buffer on the advia centaur system becomes full and a particular character is found in the last five locations in the lis data buffer. In this case, the incorrect patient demographic information will be transmitted to the lis and will be displayed on the advia centaur user interface and instrument generated printed reports. Urgent medical device correction (umdc) 10819176 entitled "advia centaur/advia centaur xp incorrect patient demographic information" was sent to customers in the united states and urgent field safety notice (ufsn) 10819175 entitled "advia centaur/advia centaur xp incorrect patient demographic information" was sent to customers outside the united states in august 2014. The umdc and ufsn describe the issue and provide actions for customers to take if their instrument is interfaced to an lis system that transmits patient demographics with each order.

Event description:
The operator of an advia centaur xp instrument observed an error message for lis unknown record type. The operator viewed the lis pending test list and discovered that the patient name associated with an sid on the lis pending test list did not match the name associated with the sid on the advia centaur xp screen. The test ordered for the sample was b-type natriuretic peptide (bnp). The sample had not been tested yet, so the operator took the sample off the automation track and front-loaded it for testing on the instrument. The name then changed, so that both the lis and the advia centaur xp screen had the same name, which was for the correct patient. There are no known reports of patient intervention or adverse health consequences due to one patient's sid being incorrectly matched with the name of a different patient.